Event description:
Patient reported for right side "fluid around implant", "swelling", "pain"and "implants have been recalled". Patient reported "there is a solitary axillary node displaying central sinus echogenicity most likely reactive" MRI confirmed. The following event is not related to the device "breast cysts". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "solitary axillary node displaying central sinus echogenicity most likely reactive," "fluid around implant" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "solitary axillary node displaying central sinus echogenicity most likely reactive," "fluid around implant", "swelling", "pain", "breast cysts," and "implants have been recalled".

Event description:
Patient reported right side ¿fluid, pain and swelling,¿ ¿swollen lymph node,¿ ¿implants have been recalled,¿ and ¿solitary axillary node displaying central sinus echogenicity most likely reactive.¿ the device remains implanted.